Manufacturer narrative:
Our product evaluation lab received on model pe074f5 pacing catheter. The customer report of pacing issue was confirmed. Continuity testing confirmed a full open condition in the distal circuit. The proximal circuit was found to be continuous. The distal lead wire was found to be broken/detached around the solder joint. It was confirmed that the distal circuit was continuous from broken lead wire to distal connector pin. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 min. Without leakage. No visible abnormality was observed from the balloon, windings returned syringe and catheter body. An engineering evaluation was performed to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information, the failure mode is associated to a manufacturing defect. A pra for intermittent condition at tip-distal electrode-pacing catheter was generated to cover full open and intermittent condition at tip for bipolar pacing catheters for products nonconformance with moderate, major, or critical severity. A corrective action is not required at this time. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Corrections to the h6 codes type of investigations, investigation findings, and investigation conclusions were made.

Event description:
It was reported that it was unable to pace during use. The catheter was replaced and the problem was solved. There were no patient complications reported.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.